Event description:
The pt requested that this system be removed because she felt like she was being shocked. Upon interrogation, the device recorded no shocks were delivered after the implant. This system was not replaced. There are no known complaints associated with this device.